Manufacturer narrative:
No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that two cassettes were leaking and giving a disposable error. The patient had additional cassettes they were able to switch to in order to continue their infusion. No patient injury was reported.